Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the trunk cable connector was pulled ajar from the j702 connector on the distribution node (dn) pca and the joint connecting the pulse wires in the dn was broken. The root cause for the broken pulse wire solder connection and disconnected trunk cable connector was excessive force on the trunk cable connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.